Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the heart long time ago. They had programmed the device for atrial pacing and sensing at the time. There were also rv automatic threshold detected as greater than programmed amplitude or suspended and rv intrinsic amplitude out of range alerts recorded. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. Please see the event description field for more information regarding the specific circumstances of this event. With all the available information, boston scientific concludes this lead appeared to have perforated the patient's heart. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was suspected to have perforated the heart long time ago. They had programmed the device for atrial pacing and sensing at the time. There were also rv automatic threshold detected as greater than programmed amplitude or suspended and rv intrinsic amplitude out of range alerts recorded. The rv lead remains in service at this time. No adverse patient effects were reported.